Event description:
It was reported that a capacitor charge time limit reached was observed. Upon interrogation, two alerts for charge time limit reached were observed. The device was explanted and replaced. Patient is doing well.

Manufacturer narrative:
The reported field event of extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an anomalous capacitor was found. The cause of the extended charge time was an anomalous capacitor.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.